Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a contaminated battery board and shorted q4 transistor on the bedside board. The root cause for the contamination and shorted transistor could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving battery charger faults. The patient was issued a replacement battery charger/modem.